Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The reinforced reload partially fired. The staple line was incomplete at the distal end. The jaws of the device locked on patient tissue but were removed successfully by pressing the blue button on the powered handle. The reinforcement material had to be cut with shears, because half of the reinforcement was on the reload and half was on the patient's tissue. Due to the product problem, surgical time was extended by 45 minutes. To complete the procedure, a new reload and a manual handle was used. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.